Event description:
It was reported that the pt presented in clinic for follow up with fatigue. The pulse generator exhibited backup vvi operation. Device was scheduled for replacement due to normal elective replacement indicator.

Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. .